Manufacturer narrative:
No product returned at this time, however a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, where the tubing goes into the port is broken. No patient injury was reported.